Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port was observed to be damaged, and the pump could not be charged. Subsequently, the pump shut down. Customer's blood glucose level was 275 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy until a replacement device arrives.